Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user was unable to issue medication. The technical support specialist (tss) confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue. D4 & h4: UDI, serial number and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, user was unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delay or adverse events or injuries reported based on this event.